Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty recharging his ipg. Troubleshooting was attempted during which time the patient programmer would not connect with the ipg and an error message was displayed. A replacement charger was sent to further address the issue to no avail. Follow-up revealed the sjm representative met with the patient thus confirming the issue. As a result, surgical intervention was undertaken on (B)(6) 2015. The ipg was explanted and replaced during the procedure. Effective therapy was restored postoperatively. The issue is resolved.